Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced confusion. The display device was showing normal levels. The reading at the onset of symptoms was not remembered. The patient could not remember the readings from the manual fingerstick and could not give any numbers or bg value for the entire episode. The patient was rushed to the emergency room. There, she was given glucose through IV and was released a few hours after. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.